Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004485144-2017-00159.

Event description:
It was reported that a closure top and pedicle screw were damaged during surgery. The threads of the closure top were damaged and sheared during final tightening. The closure top and pedicle screw were removed. During review of the removed pedicle screw on the back table, it was noted the tulip was detached from the screw shaft. A new pedicle screw and closure top were used to complete the procedure. There were no reports of patient injury associated with this event. This is report one of two for this event.

Manufacturer narrative:
The returned closure top was evaluated. The threads have deformed and sheared off. The root cause is attributed to an incorrectly aligned extender sleeve to pedicle screw which allowed the closure top to cross-thread and the threads of the closure top to shear off. A review of the manufacturing records did not identify any issues which would have contributed to this event.